Manufacturer narrative:
Additional information: d10, h6, h11 (device evaluation). Investigation conclusion: the investigation of the returned web system found the pusher kinked at the hypotube-to-connector junction; however, the unit passed electrical continuity and resistance testing. Furthermore, the implant was successfully detached on the first attempt using an in-house wdc-2 controller during functional testing. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher damage, but the damage is consistent with the device experiencing forces exceeding its yield strength. The wdc-2 controller used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, postembolization syndrome, and neurological deficits including stroke and death.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The investigation is pending completion. Upon completion of the investigation, a supplemental MDR report will be submitted.

Event description:
It was reported that the intrasaccular flow disruption device was used in a cerebral aneurysm embolization procedure. After deployment to target cite, the device failed to detach when attempted several times using two detachment controllers. The physician replaced the device and completed the procedure. There was no report of injury to the patient and the outcome was described as "great.".